Manufacturer narrative:
Upon media inspection of the received image and video, the "damaged/defective" allegation was confirmed for the sheath tip.

Event description:
It was reported that during the atrial fibrillation pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. When the versacross dilator was entered inside of the faradrive steerable sheath clear, the dilator tip punctured the black soft distal end of the faradrive steerable sheath clear. The procedure was completed using different faradrive steerable sheath clear. No patient complications have been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. When the versacross dilator was entered inside of the faradrive steerable sheath clear, the dilator tip punctured the black soft distal end of the faradrive steerable sheath clear. The procedure was completed using different faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be return for analysis.